Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had some signs of usage and scratches; and a sign of deformation was visible. It was determined that the battery could not be refreshed or charger. Therefore, the reported condition was confirmed. It was further determined that the fuse blew due to a strong current flow. The assignable root cause was determined to be due to improper cleaning and maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further evaluation, it was determined that the root cause of the reported condition was due to improper reprocessing (improper cleaning and maintenance) and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 8 of 8 of the same event. It was reported from (B)(6) that before surgery, it was observed that four small battery drive devices and four battery devices were not working while in use with four battery casing devices and a universal battery charger device. According to the reporter, a cross testing was performed on the devices and suspected a short circuit. It was further reported that when one of the battery devices was tested with a small battery drive device, it ran for half a second then died. When one of the small battery drive device was tested with a battery device, it had no life. The reporter stated that there were red warning lights from all four battery devices while in the universal battery charger device. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.